Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s wife had called in and stated that their husband had their dbs battery replaced yesterday. The caller indicated that the replacement was because one side ¿depleted really fast¿. The caller explained that last week it showed the voltage level at one point to be 2.63v, and then 3 days later it showed 2.53v. The caller stated that it looked like the battery level was ¿unstable¿ because the voltage level was coming down ¿really fast¿. The caller stated that the other side was slow to deplete (no allegation made against it), but since the patient had dbs on both sides they decided to replace both with rechargeable dbs implants. The caller stated that it was the 5th year to have the dbs implant for the patient. The caller stated their reason for calling was because the patient wanted longevity for their new rechargeable dbs implants. Information was reviewed with the patient. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the ins quickly losing voltage was not determined. The patient's battery replacement was the action taken to resolve the issue and the issue was resolved. There were no further complications reported.